Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to loss of device function following placement of a spinal stimulator. Additional information has been requested but has not been made available as of the date of this report.